Manufacturer narrative:
Updated data: b4,e1(name,email,phone),e2,e3,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,h6(clinical & impact ).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a weird display while running all manifold tests. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a weird display while running all manifold tests.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that in order to corrected the issue while backing out the unit, and that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service.

Event description:
N/a